Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated their recharging device was not connecting to the implant. Pt then said for a couple weeks they have had some trouble recharging, and clarified they would see no device found. Pss asked, pt said the implant would sometimes be charged, sometimes not be charged when that happened. Pt then said today they just got no device found and then a "computer error" telling them to call mdt. Pss asked, pt did not know any other screen details. Pt said they called their rep, who had pt reset, but the device "wouldn't reset". Pt started a recharge session during the call and said it took a little bit, but was able to start charging on excellent. Controller battery was 90%, implant was red. Pt then unplugged rtm to examine equipment, but did not see any damage on rtm or controller port. Pt was able to start recharging the implant again afterwards. Pss reviewed no device found information with an empty implant battery and reviewed as charging was working during the call, to monitor recharging and call back with screen details should the error screen come up again. Additional information was received on (B)(6)2021 and it was reported that pt says that the issue is still persisting, and now the rtm is "getting really hot on the donut part and on the rectangle box part" and says the controller itself is getting hot on the back of it and turns off. I emailed repair dept to send out replacement rtm.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message appeared and they were also stuck on a "checking the recharger" screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.